Event description:
The customer called regarding premature battery life and the off no power alarm. Troubleshooting was done during the call. In addition, the customer stated that they had unexplained hbgs and had been following the two hbg rule. It was indicated that the customer believes that the pump should have given an alarm to indicate no delivery. At the time of the call, the customer did not have a clamp to perform the occlusion test. Furthermore, the customer was educated on the alarm and was advised to call back when the clamp was available. No further details.